Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d7a, d8, d9, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. The analysis results of the subject device alone were insufficient to determine the root cause, and the cause could not be fully identified. Based on past investigation results, the reported event is inferred to have occurred through the following mechanism: 1. During output activation in seal & cut mode, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the tissue pad peeled off of the sonicbeat during a therapeutic procedure. There were no reports of patient harm.